Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that during preparation of a photoselective vaporization of the prostate procedure, it took approximately an hour to boot the console. The procedure was cancelled due to the reported issue after the patient was already sedated. There were no visual issue/damage noted on the console and no error codes were displayed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under sedation.